Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: when was the red safety removed? Before firing as usual was the instrument fired in one continuous stroke until the firing trigger touched the device body (plastic to plastic)? Yes, but one of the physician¿s thinks the continuous stroke might have been too slow and this is the reason was tactile feedback noticed during the firing sequence when cutting through the breakaway washer? No ¿ that has been the reason for this complaint was a complete transection of the white breakaway washer visually confirmed? Yes. Could you please provide more details of device malfunction? (Washer) still: lack of crackling noise (washer). Where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? Fired, opened according to procedure, donuts complete. Did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Very difficult to see in an anastomosis. Were the staples deployed into the tissue? ??? Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? 2 as per user instruction. How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? No it was the new stapler cdh29b. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Dr. Mühl, oberärztin. Who removed the device? Dr. Mühl. Was the safety reset prior to removal? Unknown. What was the users experience with the device?

Event description:
It was reported that there was a lack of crackling noise, that is usually heard when device is fired. Procedure: unknown.